Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 22.9 mmol/l (412.2 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include the patient feeling dizzy and disoriented. The patient was treated with fast acting insulin injections by the healthcare professional. The patient was discharged on (B)(6) 2025. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.